Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the lead was stretched and appeared to have been damaged at implant.

Event description:
It was reported that during implant, one stick was used for the procedure and the leads stuck together too much so the right atrial (ra) lead was removed and there was concern that the ra lead was damaged. A different ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.